Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Case became serious incident. Event injury was updated to medical device removal. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation with uterine manipulator'), embedded device ('the device is embedded within in the myometrium') and device dislocation ('second essure device was never seen on imaging') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included paratubal cyst, uterine bleeding, multiparous, pelvic prolapse, pelvic pain, venous thromboembolism prophylaxis, multigravida and parity 5. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnant last year."). The patient was treated with surgery (laparoscopy assisted vaginal hysterectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered device dislocation, embedded device, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: both tubal ostia cannulized in a similar fashion with essure device and with 2 coils present in the uterine cavity at conclusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation with uterine manipulator'), embedded device ('the device is embedded within in the myometrium') and device dislocation ('second essure device was never seen on imaging') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included paratubal cyst, uterine bleeding, multiparous, pelvic prolapse, pelvic pain, venous thromboembolism prophylaxis, multigravida and parity 5. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnant last year."). The patient was treated with surgery (laparoscopy assisted vaginal hysterectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered device dislocation, embedded device, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: both tubal ostia cannulised in a similar fashion with essure device and with 2 coils present in the uterine cavity at conclusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: mr received: " previously reported event medical device removal replaced with uterine perforation". Other events device embedded and device dislocation added and made medically significant and intervention required due to surgery. Event pregnancy with contraceptive and device ineffective added. Reporter, medical history, essure removal date and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.